Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced an event where tape did not stick on (B)(6) 2026. Patient experienced skin irritation at the time of the event. No further information available.